Event description:
On 9/13/2024 customer was traveling upstairs with a glass of drink on her lap between her legs. As the stairlift was moving, the drink slipped off and she leaned forward trying to catch the glass. As the result, she fell out of the stairlift and down the stairs. Customer was riding the stairlift without the seatbelt on. This incident cause broken right fibula, right index giner and left rib.